Event description:
A pt reported blood glucose results of 225 mg/dl, 152 mg/dl and 188 mg/dl with a lifescan meter, performed within 10 minutes of each other. Two control solution tests were performed and both results fell outside the specified range; however, the control solution test was expired. Test strips were replaced.